Manufacturer narrative:
Date of initial report: 06/28/2006.

Event description:
Procedure: jejunostomy. Reportedly, during the procedure there was excessive subcutaneous c02 in the abdominal wall. The pt had to be returned within a day to the or in order to drain the site.